Event description:
Reporter indicated that patient had passed away. The patient reportedly went into status epilepticus at which time they aspirated and suffered a pneumothorax. The patient was taken to the operating room for placement of a chest tube at which time the pt expired in the operating room.